Event description:
It was reported by the customer that the pyxis medstation es system failed full height cubie drawer and would not recover. Customer stated that there was a delay in accessing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers are not detected on bus but can be configured. A field service engineer, replaced the power distribution board and drawer boards to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000, there was a failure with the full-height cubie drawer and would not recover, resulting in a delay in accessing medication. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/correct information: h4, h6, h 11. A review of the complaint history for serial number (B)(6) was conducted in salesforce. This review did not reveal any similar complaints associated with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was conducted from its manufacture date of 08 june 2018. This review confirmed that the device has not been returned for servicing and that there was no production failures associated with it that would correlate with the customer-reported issue. The reported issue that a full-height cubie drawer failed and would not recover was confirmed by the bd field service engineer (fse) during testing. The dchu inspection process also verified the failure. Based on the field service engineer (fse) notes on work order (wo) 1745378, the ms4000 enhanced full-height drawer 2 failed and could not be recovered. Inspection and testing showed that the full-height cubie drawer was not detected on the bus. The module controller and the drawer controller board were replaced. The full-height cubie drawer 2 then tested successfully in the hardware test application (hta). The inspection process performed on the pcba module controller board found evidence of a thermal damage on the u300 microchip. Laboratory testing was not performed in the dchu lab using the pcba module controller board due to its condition. Laboratory testing of the returned pcba drawer controller board found no issues, confirming that the board was fully operational.